Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They¿ve been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
The sales rep reported that the perforator did not seem to be testing properly and as a result the clutch mechanism was not disengaging properly. As a result, they did have a dural tear.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the perforators were found to be within specifications. Both perforators met all visual and functional testing requirements. The root cause of the reported problem "clutch mechanism was not disengaging properly" was not determined. All evaluation tests and inspections had acceptable results. A review of the device history records did not reveal any anomalies. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.